Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the epicardial pacing lead exhibited a confirmed fracture, high undefined impedance, oversensing with inhibition and noise. The epicardial pacing lead was partially cut, capped and replaced. No further patient complications have been reported as a result of this event.